Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tube there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: "clumping has been observed in several tubes. Blood samples are being retaken."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tube there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: "clumping has been observed in several tubes. Blood samples are being retaken."

Manufacturer narrative:
H.6 investigation summary: bd received 200 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for platelet clumping was not observed. The customer samples were tested and no issues relating to platelet clumping were observed. No difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to confirm the customer¿s indicated failure (platelet clumping) because the defect was not evident in the testing of the complaint lot samples. Laboratory analysis of customer returned samples and control samples demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode platelet clumping. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to platelet clumping were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Customer recommendation: a discard tube must be used when using a winged blood collection set for venipuncture (to fill the blood collection set tubing¿s ¿dead space¿ with blood.) It is not necessary to fill the discard tube completely. This step will ensure maintenance of the proper blood-additive-ratio of the specimen. The discard tube should be a non-additive or coagulation tube. Laboratory visual analysis of customer/retain samples indicated that edta tubes performed as expected. Evaluation of laboratory instrumentation regarding reproducibility/repeatability may be of value.